Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that while using a t-piece, the auxillarycommon gas outlet (acgo) switch reverted itself back to the bag/vent/circle side meaning a loss of fresh gas flow to the t-piece. There was no report of patient injury.

Manufacturer narrative:
Ge healthcare product engineering conducted an investigation of this event. The reported malfunction was confirmed in engineering testing. The cause of the malfunction was traced to the auxiliary common gas outlet (acgo) actuator knob. This part is supplied to ge healthcare. The suspect part was found to have a defect that decreases the contact area between actuator and plunger increasing the likelihood of the acgo knob reverting itself back to the bag/vent/circle position. The supplier had tooling maintenance where they replaced an improper spring in their tooling causing the defect. The acgo assembly was replaced to correct the issue on this system. Corrective action has been implemented to purge inventory and correct the supplier issue.